Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received an inappropriate shock due to atrial fibrillation with rapid ventricular rate. Medication therapy was used to treat the atrial arrhythmias.